Manufacturer narrative:
The root cause could not be determined. The emergency screw 52-19205 has a diameter of 1.9mm and is part of the mini wurzburg system. In this system, the drills are available with 1.3mm diameters. The emergency screw 52-23706 and all other emergency screws have a diameter of 2.3mm and are parts of the steinhouser implant system. In this system, the drills are available with 1.5mm diameters. Even if the surgeon mixed up the drills of both systems, it would have been possible to insert the emergency screws without idling (1.9mm screw in a 1.5mm drill hole). So it is most likely that the patient had a bad bone quality or the surgeon used a drill from another system with a bigger diameter, what caused the idling emergency screws.

Event description:
During osteotomy surgery, the surgeon used the screw of 1.7mm for maxilla bone of patient, and the screw of 2.0mm for mandible bone of patient. At that time, the surgeon used the emergency screw because the screw had run idle. Two emergency screws ran idle though emergency screw was used. The surgery was completed by using another emergency screw. Because it was a patient of the infectious disease, the screw was discarded in the hospital.